Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation, while the device was on. Location of symptoms was at the implantable neurostimulator. It was stated that movement causes stimulation changes sometimes. The symptoms usually occur when sitting. The reporter stated that palpating the device caused stimulation to increase, but it did not shock. Current impedance measurements were checked and were normal. Four days later it was reported that the manufacturer's representative had ran an impedance check and pressed down on the generator without any jolting. The patient was happy with the reprogramming and subsequent stimulation. The patient would monitor for any additional jolting. No intervention was required.